Event description:
It was reported that the pt underwent a urodynamic measurement procedure as part of a clinical study in 2004. Pt developed a urinary tract infection 6 days later. The urinary tract infection was resolved with antibiotics 3 days later.